Event description:
Pump reported to be set at 19 ml/hr with a 250 ml bag of heparin. Five and a half hours later, the bag was found empty. Ptt level was taken and found to be 36. Heparin therapy was continued. No patient injury resulted.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 125 ml/hr and 10 ml/hr. The results were within specification.